Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received with a scratched liquid crystal display (lcd) lens and bubbled "dso" seal. During functional testing, the latch lock optic flex sensor was found to be nonfunctioning. The complaint was confirmed. The root cause was an inoperable latch lock flex. It was unknown what caused the component to malfunction. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The latch lock flex was replaced, and the device passed all functional and delivery tests.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a cassette not locked. No adverse patient effects were reported by the customer.